Event description:
An adhesive issue was reported with the adc sensor. The sensor prematurely detached after less than 14 day of wear and the customer was unable to obtain readings. As a result, customer experienced hypoglycemia with symptoms described as convulsions. Customer was able to self-treat with insulin and no third-party treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit were reviewed, and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.